Event description:
On routine exam some change in shape of breasts noted. No other symptoms of any sort. Elective removal and replacement with saline-filled implants. On right side, implant was found leaking silicone. Capsule and all silicone were removed completely. On left side, implant was found to be intact, removed and given to the family.